Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva 24ga 0.75in y w/ cap- blood leaks out of control plug. The top view photo shows that the white plug has already fallen out. In some cases, the white plug only falls out when punctured. This means that the system is no longer closed, and blood has leaked from the tube several times over the past week as a result.

Manufacturer narrative:
Our quality engineer inspected the photos and 5 samples submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the samples. Analysis of the samples showed 2 of the 5 vent plugs detached from the luer adapter. The photos confirmed the defect of packaging damaged/ defective. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The vent plug defect likely occurred due to an incomplete insertion, causing the vent plug to loosen. Further analysis indicated that the luer adapter¿s seated position may have been tilted, leading to misalignment and improper insertion of the vent plug. To address this, the team implemented an improvement on (B)(6) 2025 to stabilize the alignment of the luer adapter. The reported lot was manufactured prior to this corrective action. The root cause of the packaging defect is insufficient contact between the top and bottom web pre-heating plates during application. Action was taken to revise the maintenance plan on (B)(6) 2025 to include inspection and replacement of the plates if wear or damage is found. The reported lot was packaged prior to this revision.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issues of packaging damaged/ defective and blood leaks out of control plug were confirmed upon inspection of the photos. The root cause was determined to be error during the assembly process. Corrective actions have been taken to prevent the defect; however, this lot was manufactured prior to the action being completed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.